Manufacturer narrative:
(B)(4). The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. No missing segment/partial display anomaly noted during testing. However, unit had severely scratched lcd window, broken battery tube threads

Event description:
Customer reported via phone call that the insulin pump had scratches on the screen and had to tilt around to see the screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump had no delivery alarm and a piece chipped off around the battery compartment. The insulin pump was returned for analysis.